Event description:
It was reported via medwatch (B)(4) that removal difficulty occurred. The patient presented with chest pain. A 4.50 x 24mm synergy xd drug eluting stent was advanced for treatment. However, after deployment there was difficulty retrieving the balloon system as it was locked on the guidewire. The deployment balloon unraveled near the guidewire exit. There was no harm to the patient.